Manufacturer narrative:
The pump downloaded properly using carelink pro, however spanish software anomaly was in pump history file. The spanish software anomaly alarmed due to corrupted history file. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. The pump alarmed unexpected restart after battery change due to faulty c13 on interface board. The pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have not been able to upload to carelink professional, and have received external ram crc error and spanish software anomaly alarms. The customer's blood glucose level at the time was between 125mg/dl and 150mg/dl. The customer states they feel uncomfortable with the pump and would like it replaced. The customer was advised the pump would be replaced and returned for analysis.